Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 360 mg/dl. The customer was treated high with pump. The customer had reported no symptoms. Customer¿s high blood glucose level was 360 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 100 mg/dl. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer declined to perform the high pressure test. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 360 mg/dl and the sensor glucose was 110mg/dl at the time of the incident. Sg and bg difference is not within acceptable range. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 70mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.